Manufacturer narrative:
.

Manufacturer narrative:
Review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible.

Event description:
It was reported to gore that a patient underwent a sleeve gastrectomy using gore seamguard&#59394;bioabsorbable staple line reinforcement. The patient had a bleed and a transfusion was needed. The surgeon applied several clips throughout the staple line to stop the bleeding. It was reported that the physician observed the staples were malformed and did not form a "b" on the first firing.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.(B)(4)